Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient treatment settings, patient information, and service records of the subject device, which were provided. An examination of the subject device by a lumenis trained technical expert concluded after verifying all system functions including calibration, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient information concluding that the reported treatment settings used were aggressive based on common medical practice and device labeling. The professional noted the device operator selected single pulse mode and should have chosen triple pulse mode for the full treatment. Additionally, the professional concluded the patient will require significant healing time and determined the probable root cause of the reported event to be operator error.

Event description:
A foreign user facility reported that one (1) patient of skin type I sustained first degree burns to the cheek area's following rosacea treatment with a quantum sr laser, ipl handpiece. No report of medical intervention was received.